Event description:
During epidural placement, catheter was unable to flush with a 20 ml syringe. When the epidural catheter was removed and assessed by crna , the epidural cath had a hole in the side and the coiled spring was pushing through. All parts remained intact. Patient had a subsequent epidural with new equipment without issue. The patient experience a prolonged recovery from the epidural with leg and foot numbness. Patient was consulted for ambulation prior to discharge and it is unsure if this is related to the initial epidural incident. Epidural tray brand: perifix fx cont epidural tray lot: 0061841551 ref: 332079 product code: ce17tkfc. FDA safety report ID #(B)(4).